Manufacturer narrative:
The suspect device was returned and evaluated. Visual examination confirmed that the guidewire had been stretched which was found to be a result of breakage of the internal stiffener wire. The wire had been broken 8 mm from the handle. No evidence was found to suggest the reported event was caused by an intrinsic defect in the product. The damage seen is consistent with excessive tensile loading during use.

Event description:
Per the reporter, the physician experienced difficulty during implant of the intraspinal catheter. During this attempt, the guide wire was stretched and was unusable. The multiple attempts at implantation resulted in an epidural hematoma. There was no further incident related medical sequela.